Manufacturer narrative:
The immucor laboratory tested retention product on 06jul2016 which performed as expected. The immucor laboratory did not receive any returned product or blood samples from the customer account. Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess instrument test well image in question. The test well that was unexpectedly output as negative was actually visually positive. An immucor field service engineer (fse) visited the customer site to assess the galileo echo instrument in question on 01jul2016, and it was determined that the instrument was operating as expected.

Event description:
On 3(B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.